Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that erroneous results were observed during use with the bd facslyric¿. The following information was provided by the initial reporter: could you please provide clarification on: 1. Were erroneous results observed on patient samples? 2. Whether carryover happened on patient samples? "We believe that the atypical results were due to technique in sample preparation and unrelated to the instruments performance. As mentioned below you can proceed to close this ticket/case."

Event description:
It was reported that erroneous results were observed during use with the bd facslyric¿. The following information was provided by the initial reporter: we¿re again seeing atypical results and would like to ensure its not system related.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5 - describe event or problem: it was reported that erroneous results were observed during use with the bd facslyric¿. The following information was provided by the initial reporter: we¿re again seeing atypical results and would like to ensure its not system related. G.1 - reporting office - (B)(4). G.1 - reporting office contact - (B)(4). G.1 - manufacturing site contact - (B)(4). H.6 imdrf annex f code: f26. Investigation summary: based on the investigation results, the reported issue of obtaining unusual results was not confirmed. Investigation results that were performed on the indicated failure mode were the following: review of the complaint trend, defect trend, device history record, and risk analysis. The cause of the unexpected results reported in the complaint was not identified and the issue was resolved by the customer. The instrument is running as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.